Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous multiple chemistry results generated by unicel dxc 600 pro synchron chemistry analyzer for two patients. The results were reported out of the laboratory. The customer indicated that there was no effect to patient treatment.

Manufacturer narrative:
Qc was acceptable before the event, but qc on cr-s high control was a little low in the range after the event. A bci customer technical support (cts) recommended the customer to use personal protective equipment (ppe) before troubleshooting. The cts instructed the customer to flush the sample probe using 10% wash solution and rinse with di water. The customer reran qc, and all results were in the established ranges. The customer ran three patient samples on both instruments and the glu, tbil, cr-s, tg, and urea results matched. The customer believes the instrument is now working correctly, but will continue monitoring. As of (B)(4) 2010, there were no further calls for this issue.